Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 2.00mm x15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon broke in half. Both parts of the balloon were removed along with the guidewire and guide catheter. The procedure was completed using an alternative device and there were no patient complications reported.